Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 9-feb-2017 - correction to serial#.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: during investigation, there was no damage found on the keypad. The ok button does not respond to presses. All other buttons responded to presses appropriately. The keypad was removed and there was no damage found to the button contacts. There was corrosion found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board. The unresponsive buttons were due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.